Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, a femoral imaging was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc trek device referenced is being filed under a separate medwatch report #.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure. Reportedly, a powerturn flex guide wire was used with a non-abbott balloon dilatation catheter (bdc) and a 5x12mm nc trek bdc. A non-abbott stent was implanted, and the 5x12mm nc trek bdc was used for post-dilatation. However, the balloon failed to deflate, so a non-abbott guide wire was used to puncture the balloon. After the balloon was ruptured by the guide wire, the balloon still did not completely deflate. The bdc was removed with the entire system. A femoral artery was not performed. The proglide device was used to suture the artery but failed, the suture was successfully deployed; however, hemostasis was not achieved. Surgical suturing was performed to achieve hemostasis. Tissue damage did not occur. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.